Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were due to have an unrelated procedure, but were told the procedure was stopped due to device "not working well". The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.